Manufacturer narrative:
(B)(4).additional information has been received that a different manufacturer¿s device was implanted in the claimant. As a gore-tex product is not involved in an adverse event as previously reported, this medwatch will be voided.

Event description:
This report is being submitted as follow up #1 to MFR. Report 3003910212-2014-00013.

Event description:
It was reported to gore that a patient alleges to have experienced urinary problems, dyspareunia, and erosion after having been implanted with a gore-tex product. Additional, event specific information has not been provided.

Manufacturer narrative:
(B)(4).gore has requested additional information from the reporter.